Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of 29.0 mmol/l and dizziness. She was admitted to the hospital until (B)(6) 2015 and treated with insulin via pen. She restarted the infusion device when she was released from the hospital, and her blood glucose increased to 21.0 mmol/l. She is currently receiving insulin via pen. It was alleged the insulin delivery of the infusion device is inaccurate. The alleged product cannot be returned for evaluation due to legal and customs issues.